Manufacturer narrative:
Remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the patient was outside the treatment size range for the aortic body stent graft. The physician elected to proceed with the case by placing the proximal sealing ring higher than recommended and implanting bilateral stents in the renal arteries to maintain patency. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.